Event description:
Hi, I had a prolene hernia system used on a right inguinal hernia repair. Phs mesh manufacturer is ethicon. Since surgery, it feels like I'm being stabbed in the groin. Walking, standing more than a couple minutes, running and the list goes on are things I can no longer do. I have not worked for more than a year and have been financially ruined. I take morphine, oxycontin, valium & vicodin. It helps very little considering I used to be a vibrant "get up and go" kind of person. I live more like a hermit and sometimes "zombie" when the pain gets unbearable. I have been to a pain management center, where I had four right genitofemoral nerve block shots. Over a span of two weeks. Still no relief and in fact made the pain worse. Please look into this type of mesh being used, there is a reason for this pain I am suffering and no one seems to have any answers. Please help. Thank you. Dates of use: 2005 - 2007. Diagnosis or reason for use:hernia repair.